Manufacturer narrative:
The pad-pak was first installed in august 2009 and performed to specification, alongside random manual power ons, up to the 17th may 2015. A increase in voltage suggests a further pad-pak was installed during this time. Information from the technical log suggests the device may have been attached to a patient during this time due to an in range patient impedance being measured, no shock was advised. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs and the excess current drain measured would confirm membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device prompts memory full.